Manufacturer narrative:
Date of metallosis development is unknown. This report is for one (1) unknown lag screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code (B)(4) is used to capture the development of metallosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the revision surgery for removal of a dynamic hip screw (dhs) was performed on (B)(6) 2017. It was planned to remove dynamic hip screw (dhs) and convert to total hip with corail revision. Upon removal of dynamic hip screw, metallosis was noted and pathology specimens were taken. Manual removal of diseased tissue and wash out was performed. Surgeon chose not to proceed with total hip until cause of metallosis is known and infection has been ruled out. At time of surgery the surgeon could not determine cause of metallosis. Screw has been sent to pathology for testing. The rep has requested to pathology to return the screw for testing purposes. Reason for the planned conversion to total hip was due to the patient showing signs of osteoarthritis. Pathology testing showed no signs of infection or other adverse reactions. Screws have been discarded by pathology. No further patient demographics/ comorbidities or medical supporting documents are available. This report is for one (1) unknown lag screw this is report 3 of 3 for complaint (B)(4).